Event description:
It was reported that during a right ventricular (rv) lead revision intervention to address low impedance levels the physician decided to do a generator change. Using the existing right ventricular (rv) lead and a new bi-v implantable pulse generator (ipg) the physician decided to switch the left ventricular (lv) lead and rv lead in the header, placing the rv lead into the lv port and the lv lead into the rv port. It was noted, the physician did this "because the patient is dependent and we wanted to avoid oversensing from the chronic rv lead." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 8042b, bi-v implantable pulse generator (ipg); implant: 2010 (B)(6); model: 419688, left ventricular (lv) implantable pacing lead; implant: 2010 (B)(6); model: 5076-52, right atrial (ra) implantable pacing lead; implant: 2001 (B)(6). (B)(4).